Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and found hardware battery errors. The reported event of a hardware failure was confirmed. The root cause was determined to be a defective receiver battery.the dexcom g4 platinum continuous glucose monitoring system rev. 11, under section 13.8.2 receiver error code notes the following: this screen shows an error code that means the receiver may not be working properly. Write down the error code and contact dexcom technical support. Continue to check your blood glucose value using your blood glucose meter. No alert sound or vibration will warn you that you are no longer getting sensor glucose readings.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a hardware error code displayed on receiver on (B)(6) 2015. The patient did not report injury or medical intervention. No additional patient or event information is available.